Event description:
It was reported that the patient experienced migration of the electrode array resulting in performance decrement with device use. Subsequently the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 4, 2020.